Event description:
Per the clinic, on (B)(6) 2014 the patient was administered monitored anesthesia care to facilitate a procedure to access the implant and attach an abutment. The implanted device remains.

Manufacturer narrative:
Implanted device remains.